Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that an unspecified volume of solution leaked at the cassette level of the tubing set. No specific details were provided. There were no reported adverse patient effects and no delay in therapy critical to the patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.